Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (49-50 mg/dl). The cause for low bg was unknown. Although requested, pump data was not upload for review. Paramedics addressed customer low bg level with glucose.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2018. User requested a 1.44 unit bolus for a bg of 176 mg/dl that was terminated by an alarm after approximately 1.34 units were delivered. Two minutes later, user requested a 1.67 mg/dl bolus for 20 grams of carbohydrates without entering current bg level and while still having insulin on board. Cartridge change sequence was completed at 11:14 am. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.